Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images on (B)(6) 2014.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when testing a blood sample on a galileo echo, when tested on (B)(6) 2014.